Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed three clips conforming and three clips with gap. It could not be determined what may have caused the found malformed clips. In addition, the device locked out as intended but the orange indicator was not visible. The findings are not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia repair procedure the device locked out and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.